Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was under delivering. The customer blood glucose level was unknown at the time of incident. Customer was assisted with troubleshooting. Customer¿s mother stated that the insulin pump keeps giving delivery blocked alarms and stops delivery mostly just after they replaced the set and when delivering a bolus, customer blood glucose was increases. Customer¿s mother also reported they did a few times the test delivering a bolus in the air and the insulin pump alarms. The device will be returned for analysis.